Manufacturer narrative:
Internal components were evaluated which revealed that the geartrain of the device was seized.

Event description:
It was reported that the device stopped working during a procedure. There was a delay of 30 minutes as the case had to be completed by hand. There was no adverse consequences alleged with this event.